Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow up, lead noise was observed. Externalized conductors were noted via x-ray. Lead was replaced. Patient's condition is good.